Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device could not be powered on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device. It was observed that the device's main keypad assembly caused the device not to power on. Physio replaced the main keypad assembly. Proper device operation was then observed through functional and performance testing. The device was subsequently returned to the customer. The cause of the reported issue was due to a failure of the main keypad assembly.